Event description:
Pt alleges their leg became caught between the seat and legrest of their lift chair while attempting to get up resulting in a laceration to their leg. Pt further stated they could not reach the controls of the lift chair to stop the motor.